Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of noise, under-sensing and competitive atrial pacing. No intervention was performed and the patient will be further monitored. There were no patient consequences.

Manufacturer narrative:
Correction: b5 should not include that the right atrial (ra) lead exhibited competitive atrial pacing. H6 should not include pacing asynchronously code.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of noise and under-sensing. No intervention was performed and the patient will be further monitored. There were no patient consequences.